Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission alert indicated that the right atrial (ra) lead exhibited noise oversensing resulted in noise reversion episodes and inappropriate mode switch. No changes or intervention were reported. The patient condition was not known.